Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. An email received by technical services on (B)(6) 2013 states that they are going to change the lead due to l v dislodgement. It usually does not capture. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).